Event description:
A pt, implanted with cranial tube clamps approximately six years ago, underwent a procedure to remove the clamps because they were eroding through the scalp.

Manufacturer narrative:
This info was not provided. Additional info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determine without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.